Manufacturer narrative:
Investigation description: display damage due to impact and separation.

Event description:
It was reported that the ilet pump¿s touchscreen delaminated and detached, rendering the screen unusable and the device nonfunctional; the user was uncertain how the damage occurred, and a replacement unit was arranged with return instructions provided. Symptoms included no reported injury. Outcomes included temporary interruption of ilet therapy and reliance on backup therapy, with education provided on device management and report syncing. Investigation included collection of event details, verification of device information including serial number, request for device return, and receipt of damage photographs. Investigation of this case revealed a hardware failure consistent with screen delamination of the touchscreen/display assembly, with no associated alerts or alarms reported and with the device no longer functional. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the touchscreen assembly of unknown origin.